Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information alleging asthma (new or worsening). At this time no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.